Manufacturer narrative:
E. Initial reporter phone: (B)(6).

Event description:
It was reported that a stent profile problem occurred. The stenosed target lesion was located in the severely tortuous and severely calcified deep vein thrombosis. A 14 x 90mm x 75cm wallstent-uni endoprosthesis was deployed for implantation. After deployment, it was noticed that the stent had too much elongation. The procedure was completed with the original device. There were no patient complications reported, and the patient was in good condition post-procedure.